Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 07/13/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 100 to 150mg/dl . Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 07/13/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 317mg/dl, (B)(6) 2015, 08:00am; 2: 52mg/dl, (B)(6) 2015, 08:02am; 3: 33mg/dl, (B)(6) 2015, 08:03am. Adverse event not reported.